Event description:
It was reported that the patient presented to the clinic for a follow up. Device interrogation revealed that the right atrial (ra) lead exhibited oversensing noise resulting in automated mode switch (ams) episodes. The noise was not reproducible with isometric exercise. Programming changes on the sensitivity was performed. The patient was in stable condition.